Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/12/2021. H.6. Investigation: five photos and one sample were received by our quality team for evaluation. The photos were subjected to visual inspection to check for foreign matter. One piece of loose, black foreign matter was observed on the mid-section of the catheter tubing. In the zoomed-in view, the foreign matter was observed to be fibrous. The sample was subjected to visual inspection. One piece of loose, black foreign matter was observed on the mid-section of the catheter tubing. In the zoomed-in view, the foreign matter was observed to be fibrous. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The ftir results show that the spectrum best matches with that of cellulose. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the foreign matter type, the investigation was conducted to identify the potential foreign matter sources. All the personal protective equipment (ppe) and production materials used in the production area were looked into to identify those with similar characteristics of the foreign matter. There was on ppe and production materials used near the production lines found to have similar black cellulose fibrous foreign matter appearance. The manufacturing line was reviewed. All the machines on the production line are fully covered, surfaces that are in contact with product are cleaned periodically per the cleaning schedule. As the sample was returned in open packaging, the root cause was not able to be established. This defect could have occurred outside of the tuas manufacturing facility.

Event description:
It was reported that insyte vialon-e 20ga x 1.88in had foreign matter. The following information was provided by the initial reporter: when opening the package, the hcp found an insect-like fm in it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte vialon-e 20ga x 1.88in had foreign matter. The following information was provided by the initial reporter: when opening the package, the hcp found an insect-like fm in it.